Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero canula broke. The following information was provided by the initial reporter: employee from transport alerted rn that IV had become disconnected. On exam by rn, canula bellow clave was found in two pieces broken bellow clave w/ clamp intact. No bleeding. IV removed and IV team made aware.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
Event date updated to 01nov24.

Manufacturer narrative:
Event date updated in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4156494. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.